Event description:
During procedure the bulb inside of a haemonetics haemolite 3 exploded, spraying blood on the walls and floor of o.r. Suite. This had happened once before and had been reported to the MFR, and the device had been exchanged with the same model. The operator of the device, cdi tech, was the same in both incidents. There was no pt or operator injury. Anesthesia stated pt remained stable throughout the case. This incident was reported to the contractor and also to haemonetics via e-mail by rptr and by phone by the contractor. Device was removed from svc and returned to haemonetics per contractor.